Manufacturer narrative:
Patient city: (B)(6). Patient country: israel h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the israel. On 25/jul/2024, it was observed that the occlusion occured that prevents the flow of insulin during therapy. It was confirmed that the customer able to remove the set at this time to test the site portion of the infusion set. No further information available.